Manufacturer narrative:
Additional information was received that the patient was not able to use her spinal cord stimulator due to swelling and pain caused during charging. It is indicated that the explanted ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing ipg charging problems. The patient underwent an explant procedure. The incident did not lead to an adverse event.

Event description:
A report was received that the patient was experiencing ipg charging problems. The patient underwent an explant procedure. The incident did not lead to an adverse event.